Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018/ serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-may-2017 labeled for single use: no (B)(4). Additional information has been requested regarding the patient weight, relevant history and additional details of the event including intervention, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). Log file review indicated that the ventricular assist device (vad) exhibited multiple low flow alarms and the controller exhibited a loss of power. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: (B)(6). H6: img code: g04035 h6: FDA device code(s): a0708, a1412 h6: FDA method code(s): b15. FDA results code(s): c19 h6: FDA conclusion code(s): d15 product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows beginning on 04/aug/2022 and 100 low flow alarms have been logged since 05/aug/2022. Log file analysis also revealed two (2) controller power up event with associated pump start events logged on 03/aug/2022 at 09:46:17 and 09:48:03. The data point recorded prior to the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 84% relative state of charge (rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded prior to the second loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded prior to the losses of power. The controller was without power for 9 seconds and 14 seconds, respectively. As a result, the reported low flow and loss of power events were confirmed. Information received from the site indicated that, in addition to the low flow event, the patient experienced a cerebrovascular accident (cva). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction with cva. Possible clinical factors that may have contributed to this event include the patient¿s pre- existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b2, b5, h1, h6, e and additional code block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient arrived to the emergency room (ER) after found at home down with global aphasia. Upon arrival the patient was sent to the operating room (or) where computed tomography (CT) of the brain/head confirmed a large expansive hemorrhagic stroke in subdural space from tentorium with fluid level up through falx and worsening herniation. A decompressive left hemicraniectomy in setting of an international normalized ratio (inr) of greater than 4 was performed. The patient was transferred to palliative team for end of life (eol) care, kept comfortably on drip medication while care was withdrawn and subsequently died.

Manufacturer narrative:
A supplemental report is being device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows beginning on 04/aug/2022 and one hundred (100) low flow alarms logged since 05/aug/2022. Log file analysis also revealed two (2) controller power up event with associated pump start events logged on (B)(6) 2022 at 09:46:17 and 09:48:03. The data point recorded prior to the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 84% relative state of charge (rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded prior to the second loss of power revealed that no power source was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that bat551892 was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded prior to the losses of power. The controller was without power for 9 seconds and 14 seconds, respectively. As a result, the reported low flow and loss of power events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction with cva. Possible clinical factors that may have contributed to this event include the patient¿s pre- existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of a nticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.